Event description:
New information received notes that the patient's pacemaker was explanted and unknown if it was replaced. The patient's condition post-procedure was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. Analysis performed, including capture test found no anomaly contributing to capture problem. Longevity assessment was performed, and device has met the projected longevity and is considered normal battery depletion.

Event description:
It was reported that there was intermittent loss of capture noted on the pacemaker. No intervention was reported. There were no patient consequences.